Manufacturer narrative:
The incident occurred in (B) (6): (B) (6). There is no injury associated with this reported incident. An investigation confirmed that a disinfection agent entered the operator joystick. A spray disinfectant or a large quantity of disinfectant solution caused device's unintentional movement. The siemens system operator manual recommends using wipe disinfectant as a cleaning method and excludes spray disinfectant. Another recommended method for the luminos tf is the use of a protective cover. The cover protects the device from heavy pollution and fluids entering the optigrip handle, which might cause device's uncontrolled movement.

Event description:
During a patient's exam an operator had to use emergency stop button to prevent fluoroscopic table's unintentional movement. The table moved without operator's assistance or input, which turned the patient upside down. The operator used the emergency stop button in order to prevent patient from sliding off the table. According to the customer, a reason for table's unintentional movement might have been a fluid, which was transferred on the operator joystick by wet gloves. An initial investigation confirmed fluid entering the joystick. A preliminary analysis showed that it was not a body fluid but a disinfection agent. This incident occurred in germany.